Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97792, serial# unknown, implanted: (B)(6) 2019, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the bi-winged anchor being exposed was unknown, and it was noted that they were closed properly at implant. It was reported that the patient¿s doctor was referring them to another doctor for their bi-wing anchor to be explanted, but the patient did not have a consult date yet. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 97792, serial#: unknown, implanted: (B)(6) 2019, product type: accessory. Other relevant device(s) are: product ID: 97792, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an non-malignant pain. It was reported that the rep had just got done speaking with the patient¿s managing healthcare provider (hcp) and the stimulator wasn¿t providing the patient pain relief. The patient complained of pain in their mid-back. It was reported that the doctor took a look at the patient¿s wound and they could see the bi-wing anchor exposed. The doctor stated it would need to be explanted and they would plan another surgery for implant in the future. The rep noted that the patient had yet to even turn their therapy on. The managing hcp would refer the patient to a doctor to have the device explanted. The nurse practitioner, observed the wound as well and agreed with the managing hcp¿s opinion. The patient weighed (B)(6) at the time of surgery, but they were not sure what the patient¿s weight today was. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.